Manufacturer narrative:
(B)(4). Device evaluation: one used 16 gauge 65 centimeter dual-lumen PICC line was returned for evaluation. During visual examination it was noted the catheter was damaged approximately 18 cm and 31 cm distal to the bifurcation. The damage at the 18 cm mark consists of a distension of both lumens; the catheter material appears stretched as if the catheter wall has ballooned, and a rupture of one of the lumens. The damage at the 31 cm mark consists of a distension of one of the lumens; the catheter material appears stretched as if the catheter wall has ballooned. This kind of damage is consistent with over-pressurization.

Event description:
(B)(4).